Event description:
The reporter states that she obtained the blood glucose comparison of 300 mg/dl and 98 mg/dl on the accu-chek advantage system. She states that she obtained an add'l blood glucose comparison with the blood glucose result of 314 mg/dl on the accu-chek advantage system in comparison to the blood glucose result of 122 mg/dl on the professional meter. The results were obtained within a 10 minute timeframe. No reported actions. No adverse event reported. New system sent to customer and return requested.